Event description:
Boston scientific received information that this patient developed a pneumothorax subsequent to implant of their pacing system as confirmed by chest x-ray. The pneumothorax was first noticed the evening of the implant procedure as the patient complained of pleuritic and chest pain. The issue was reported to the field representative the following day during the patient¿s pre-discharge check. A chest catheter was placed that resolved the pneumothorax. It was noted there was no deviation from standard technique while implanting the patient¿s system. No additional adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.